Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this is one of three device manufacturing reports associated with this event and this report is for the impella cp. Refer to the following related two initial medical device reports: impella rp flex serial number (B)(6) with date of event 23-jan-2025 and patient identifier ending in (B)(6). Impella rp flex serial number (B)(6) with date of event 24-jan-2025 and patient identifier ending in (B)(6).

Event description:
The user facility reported that a patient in cardiogenic shock from an acute myocardial infarction was initially implanted with an impella rp flex device for medical circulatory support (mcs) and unexpectedly the pump flow started decreasing with inaccurate placement signal numbers and then the pump failed. The impella rp flex was emergently replaced with bleeding at the access site. The patient would expire the next day. However, prior the patient was implanted with an impella cp device for bipella support and would experience limb ischemia. The patient came presented to the emergency room with st-segment elevation myocardial infarction and was emergently taken to the catheterization lab. Three stents were implanted in the right coronary artery with patient coding. The decision was made to implant an impella rp flex after putting in a swan and seeing signs of right ventricular failure. The patient was transferred to the unit on impella mcs. Approximately 10 hours later, the patient needed left ventricular unloading with a left sided impella cp device. The patient was sent back to the unit now on bipella mcs. The plan was to unload and rest the left ventricle, trend down drips as able, and keep up with volume. The patient was to be placed on continuous renal replacement therapy if urine output remained low. The patient was noted to be in very critical condition with no long-term plan, as poly substance use excludes from some long-term therapies. Constant discussions were going on with family and physicians to determine the next steps if the patient starts improving after bipella support. It was also noted that the patient had multiple bleeds, some of unknown origin. Chest and abdomen were distended in multiple areas showing signs of bleeding from the internal jugular impella rp flex access site and other major bleeding in multiple areas of unknown origin. Albumin, and four units of blood were given. Eventually, a massive transfusion protocol was started. Later in the day, approximately one day after start of impella rp flex support, impella rp flex flows and catheter were running as expected, and then suddenly started dropping rapidly with inaccurate placement signal numbers displaying. The flow dropped from 3.0-3.5, and then dropped down to 2.5 and kept dropping down over a few minutes eventually down to 0.0. There were no alarms, and motor current was showing the motor was running. The performance level was still p-9, and was brought down. The performance level was dropped to p-0, then increased back up to p-4 as an attempt to correct the issue but this was unsuccessful. There was no effect. After the pump stopped working and failed, the patient was brought down to the catheterization lab to replace with another impella rp flex, attempting to use the same site first, and if not successful then move to a new site in the right femoral vein. The physician commented that when informed of the situation, the doctor quickly said to replace the device. Further, the physician mentioned the intensive care unit (ICU) did not start systemic heparin which he was unaware of. However, the ICU said due to the lab values, it was felt additional heparin was not needed for the patient at such time. When the patient came down for replacement of the failed impella rp flex catheter, the distal right extremity was noted to be slightly mottled but had a pulse when checked previously while on the unit. At the end of the impella rp flex replacement, the leg looked worse and more mottled. An angiogram was performed showing blockage of flow passed the impella repo sheath insertion site. An external bypass for distal perfusion was discussed. However, before getting access for it, the plan was changed to remove the current impella cp and place a new one on the left side. After removal on the right, and placement of a new impella cp on the left, both extremities had adequate distal flow with pulses confirmed with doppler and the color of the right lower extremity improved. During the swap of the impella rp flex, a large hematoma developed from swapping the impella rp flex catheters at the same site requiring two units of blood. The patient now is back on bipella support with a newly placed impella cp. However, flows lower than expected despite plenty of volume going in and full impella rp flex flow at performance level p-9. Discussion was made regarding possible major bleeds and chest/abdomen very distended in multiple areas. The family was informed of critical status of the patient and urgency of end-of-life discussions if situation did not dramatically improve very quickly. The patient would expire this same day. Medical safety review of the event determined there is not enough evidence to exclude the impella rp flex that failed as an associated factor, leading to the demised outcome.